Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no audio. The unit was triaged and the reported issue was confirmed. A visual inspection found that component in the audio circuit was damaged, resulting in bent leads. It was also observed that a second component in the audio circuit was broken off and missing. The unit has been repaired, tested, and recertified per procedure. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer did not state a specific issue. Upon triage on (B)(6) 2017 the service tech found the unit had no audio. No patient involved.